Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the impella 5.5 had recent suction alarms although there was adequate volume. The impella 5.5 was found to have been flipped toward the mitral valve. The device was repositioned at bedside. A few days later the patient was extubated due to signs of delirium. The patient was placed on do not intubate. Patient decompensated and given milrinone to support hemodynamic stability. Patient was placed on dialysis and presented with bowel ischemia. Care was withdrawn due to continued decompensation. Patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were positioning and suction alarms triggered during the case but resolved. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Pump suction: the cause of pump suction was unable to be determined as limited clinical details were provided and no product was returned for review. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.